Event description:
During maintenance of the pump, the service representative discovered a broken insert screw within the pump housing. The device did not otherwise malfunction. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions have been made. Device repaired and returned (a replacement was provided).